Event description:
It was reported that the account received as message that said fatal error and the implantable neurostimulator (ins) went to zero deep brain stimulator. It was noted that it worked ok after that and they don¿t think anything is wrong with the device but changing it out to make account happy.

Manufacturer narrative:
Concomitant medical products: product ID: 8840, serial# (B)(4), product type: programmer, physician. (B)(4).